Event description:
Additional information was received that the post-procedure electrocardiogram (ECG) that was performed on the day of the valve impla nt procedure, showed a new first degree atrio-ventricular block (avb) with a pr of 250 milliseconds. The avb was not observed on other ECG; however, it was noted on telemetry three days later. No treatment was required for the avb. The first degree avb and lbbb were noted as not resolved. Per the physician, the valve had a causal relationship with the lbbb and the procedure was possibly related to the lbbb.

Manufacturer narrative:
Updated data: b5 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the intermittent first degree atrio-ventricular block was causal related to the implant procedure and the transcatheter valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A. Patient information: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter aortic valve, a left bundle branch block (lbbb) developed. No treatment was reported. No patient complications were reported as a result of this event. Additional information was receivedto report the patient's hospitalization was prolonged as a result of the lbbb. The patient was discharged to home with an outpatient non-medtronic (cardiostat) portable cardiac monitor for seven days. Review of the cardiac monitor showed intermittent lbbb, but no treatment was required.